Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the cypher 2.75 x 23 mm stent delivery system (sds) balloon became stuck to the stent during the procedure. There was no reported patient injury. Additional information obtained indicated that the stent was deployed at 16 atm via direct stenting. The balloon was reported to have inflated normally. The physician then used the stent delivery system (sds) balloon catheter to post-dilate the stent at 18 atm for a few seconds. After post-dilation, the physician had difficulty deflating the balloon catheter. The balloon deflated after a period of three to five minutes using negative pressure and the sds was removed successfully from the patient. The patient was reported to be in stable condition and in good health. Based on the additional information received, there was no reported difficulty removing the sds from the patient, just the deflation difficulty.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician experienced difficulty deflating a cypher 2.75 x 23 mm stent delivery system (sds). There was no reported patient injury. Additional information obtained indicated that the stent was deployed at 16 atm via direct stenting in an 80% stenosed lesion in the lad. The balloon was reported to have inflated normally. The physician then used the stent delivery system (sds) balloon catheter to post-dilate the stent at 18 atm for a few seconds. The rated burst pressure indicated in the IFU is 16 atmospheres. After post-dilation, the physician had difficulty deflating the balloon catheter. The balloon deflated after a period of three to five minutes using negative pressure and the sds was removed successfully from the patient. The patient was reported to be in stable condition and in good health. The product was prepped normally and no issues were noted at this time. There was no issue noted during negative pressure or inflation. The contrast media used was optiray and the contrast to saline ratio was 1:1. The inflation device used was co-pilot 20-20, abbot and it was successfully used with other devices. The product was returned for inspection. One non-sterile cypher us rx 2.75 x 23 was received coiled inside of a plastic bag. A guidewire was received inserted through the cypher guidewire port and presented two kinks at 0.2cm and 2cm from the distal end. The stent was not received. The hub presented no damage. The balloon presented no damage. Curves were observed along the cypher device might have been caused during shipping of the unit for analysis. No other visual anomalies were observed. The balloon was inflated at 14 atm. The deflation test was performed without any difficulty and it was observed a deflation time of 6.86 seconds. According to product description j6120 rev 13, the deflation time must be 20 sec maximum for stent diameter <= 3.0 mm. The device was sent to sem analysis in order to verify the integrity of the balloon's proximal and transition seals and the results indicated that: both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. Additionally, the sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with lot 15085103 presented no issues during the manufacturing and inspection processes. No nonconformance records were issued for this lot. No excursions were found for lot 15085103. Additional DHR review for the cypher pre sterile rx subassembly lot 15085110 was reviewed and it was found that (B)(4). No other issues were noted. The reported failure by the customer was not confirmed during functional test as the deflation time was found within specification. The exact cause of the failure experienced by the costumer could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event reported. Neither the product analysis nor the DHR review suggest that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time.